Event description:
It was reported the bronchovideoscope exhibited no image. The isssue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, the most probable cause includes: no image is due to the performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.